Event description:
Information received from the field does not address the patient's clinical status but notes that during a routine evaluation , initial interrogation showed dashes (---) for several parameters. The pacing rate was 100 ppm whhich had been programmed during the evaluation. Initial values, including a rate of 80 ppm, were reprogrammed and confirmed. However, the surface ECG indicated the rate to be 100 ppm. Attempts to program to 80 ppm were unsuccessful.